Event description:
Provider states that the boot on the joystick was pulled off and the user may have spilled some type of liquid in the hole. The provider can see a burn on the circuit board that looks to be caused by liquid. No additional information provided.